Event description:
The customer was unconscious and paramedics were called. The customer's blood glucose was tested with their device and the result was 106mg/dl. The paramedics tested and received a result of 42mg/dl. The customer was taken to the hospital where they received a result of 34 mg/dl. The customer was admitted into the hospital and was given dextrose IV. The customer had eaten less due to not feeling well. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.